Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the ion-selective electrode module. The fse found a malfunctioning ise data board. Upon replacement of ise data board, issue was resolved.

Event description:
The customer reported obtaining false high sodium (na) results for an unknown number of patient samples, involving cell 2 of an au5800 clinical chemistry analyzer. The false high sodium results were not reported outside the laboratory. The customer repeated the samples and obtained lower sodium results considered correct by the customer. There was no effect to patient treatment in connection to the event. Quality control was within laboratory established ranges prior to the generation of the false high sodium results.